Event description:
It was observed during the device inspection that the duodenovideoscope's distal head light port assembly and charged coupled device sensor were chipped. In addition, the distal sheath adhesive was peeled off. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.